Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised it might be occurred due to the failure of the image sensor unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. Instead, the image of the subject device was not displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e216 which indicates there is the communication problem between the subject device and the video processor was displayed during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.